Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
The reported adverse event was amalgam fillings fell out. The event date is approximate. Report source: complaint received from (B)(6).

Event description:
A consumer reported that their protectiveclean power toothbrush has caused two of their amalgam fillings to fall out.